Event description:
Pt came in for an unscheduled visit with symptoms of soreness, blurry vision and redness of the left eye. The pt reported to have been in a serious car accident a month prior. Prior to the accident, the pt was wearing the contact lenses on a 30-day continuous wear basis. From the time of the accident and the time of the visit, the pt reported the contact lenses were uncomfortable to wear, especially the left eye. The pt stopped wearing the lenses for approx 2 days prior to the visit. Eval noted the left eye had grade 3+ conjunctival injection and the dr diagnosed a corneal ulcer 2-3 mm in size, 3 mm from the limbus. Vision was reduced due to the edema associated with the ulcer. The anterior chamber was reported to have grade 2+ cells and flare. No discharge was noted. The dr presumed the ulcer to be infectious, however, no culture was done. The ulcer responded well to treatment and the pt has recovered. The resulting scar is not in the visual axis and there was no permanent decrease in visual acuity.